Manufacturer narrative:
Ous MDR- the ICD first underwent a visual inspection. A separated lead fragment was found in the connection system of the defibrillator. A spot of molten titanium could be detected on the housing of the ICD. This dot-shaped spot indicated a sparkover during a shock delivery between the housing and the hv-1 conductor. Matching meltings were also found on the distal end of the separated lead. The implant then underwent a status interrogation and it turned out that it could not be interrogated. The device was therefore opened and underwent destructive analysis. The battery proved to be discharged but not defective. The final shock stage was found to be damaged. The damage indicates a shock delivery into a low-ohmic path ("short-circuit"). This is consistent with the described sparkover traces. The damage to the final shock stage led to an increased power uptake, which contributed as a cause to the battery depletion. There were no other deviations. In conclusion, a sparkover between the hv-1 conductor of the lead and the ICD housing occurred during a shock delivery. The melting at the separated end of the lead clearly shows that this can only have occurred after the lead was cut through, i.e. After the explantation. That means, at the time of the explantation, the device was capable to deliver defibrillation shocks. The cause for the missing telemetry before the explantation could not be clarified with certainty due to the damage to the implant. In principal, it cannot be ruled out that the device could not be interrogated due to the external defibrillation shocks.

Event description:
Ous MDR- after an implantation time of about 13 months, it was reported that the pt had to be resuscitated and then died. The ICD could not be interrogated afterwards.